Manufacturer narrative:
Correction: manufacturer report 2938836-2019-02335, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for routine follow-up oversensing of the device with noise on the ventricular lead was observed. Patient was not symptomatic. Review of egm showed noise may be due to lead insulation breach or lead issues. It was suggested to see if noise could be reproducible in order to determine if cause of noise is due to the lead. Lead revision was discussed. Physician elected to make programming changes and patient to be monitored via remote transmission. Patient is stable.